Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: contact person phone number: (B)(6). Getinge field service engineer (fse) staff claimed device shut off while on battery. No event logs present related to power failure. The power activity logs did show an instance of unit shutdown without user power down. Batteries were around 86% at time of shutdown. Replaced power management board to mitigate any power distribution errors. Noticed green lines in upper lcd. Replaced lcd. Performed a full function and calibration check. Device operating per manufacturer specs.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is failing, not holding a charge. Staff claimed device shut off while on battery. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.